Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed displacement test. Device received with scratched case, pillowing keypad overlay, and minor scratched lcd window. Device was received without the original battery cap. Unable to confirm battery cap damage. (B)(4).

Manufacturer narrative:
(B)(4). The insulin pump passed displacement test. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose with unknown blood glucose levels at the time of the incident. The customer stated their pump was not allowing them to bolus leading to the emergency room visit. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. The customer stated their battery cap contact came off. Troubleshooting was not completed. The insulin pump will be returned for analysis.